Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2026 the patient's postoperative condition required indwelling catheterization for bladder irrigation on the same day, the patient found that the urine flowed involuntarily, the foley catheter was dislodged, and the doctor arrived to find that the catheter balloon was broken. After that re-exchange the catheter and re-retain was performed. Outcome after that no rupture of the balloon was noted after replacement of the catheter.